Event description:
Customer reported that the blood glucose readings were not transmitting into the insulin pump. Customer was assisted to set the meter ID number into the insulin pump. Customer reported that the initial blood glucose level was 353 mg/dl; customer stated tit was high due to eating too much. Customer also complained about the serter not inserting the infusion sets properly. Customer checked his blood glucose again and it showed 40 mg/dl. Customer stated he thinks the reading is not correct as he feels fine and will check with a different meter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.